Event description:
Two ligasure impact hand pieces with the same lot number failed to open after being fired during the procedure. A third hand piece with a different lot number was successfully used.